Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been experiencing pain/discomfort when they increase the intensity of their stimulation. The patient stated that the discomfort occurs when they are standing and walking, but they don't notice it as much when sitting. The discomfort does not keep them up at night. The patient added that it "zaps" their energy. Yesterday the patient increased their intensity on program 2 to 1. 7 and they feel like they are dragging their leg a little. Patient asked what the maximum intensity was for each program, and how many programs there were. Agent reviewed requested information. Agent reviewed stimulation and program considerations. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said they plan on calling their hcp back. Agent asked the patient for the event date, and they stated that they would say it's been at least 6 months or so.